Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call indicating high blood glucose readings and a faulty reservoir. The customer's blood glucose reading was 597 mg/dl. The wife stated that the quickset and reservoirs do not work. The customer stated that when he checked his quickset, it was blocked up and the needle was not delivering insulin. The customer's wife stated that she did not hear an alarm because there was blockage and the blood glucose was very high. The customer stated that he took off the quickset and there was a bent cannula. The customer was advised that if the set is inserted in areas where scarred or hardened tissue or stretch marks are present, may result in bent cannulas. The customer will be sent new replacement sets.